Event description:
It was reported to philips that the heartstart mrx monitor/defib screen is defective. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer evaluated the device on site. It was determined that this was a malfunction of the screen assembly. The customer refused service. The device remains at the customer site and no further evaluation is warranted at this time.